Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('heavy bleeding') and seizure ('seizures') in an adult female patient who had essure (batch no. 632025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and low back pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2010, the patient experienced tooth disorder ("dental issues/ dental problems") and vaginal infection ("infection type: vaginal"). In 2013, the patient experienced seizure (seriousness criterion medically significant), migraine ("more frequent and worsening migraines"), fatigue ("fatigue"), nausea ("nausea") and headache ("headache"). In 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("severe abdominal bloating"), back pain ("lower back pain"), abnormal weight gain ("excessive weight gain"), bacterial infection ("bacterial infections"), arthralgia ("joint pain"), dizziness ("dizziness"), abdominal pain lower ("cramping"), nervous system disorder ("neuro condition"), chest pain ("chest pain") and hypersensitivity ("allergy:other"). The patient was treated with levetiracetam (keppra), nabumetone (relafen), sumatriptan succinate (imitrex df), topiramate and surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, seizure, dyspareunia, abdominal pain, abdominal distension, back pain, abnormal weight gain, tooth disorder, bacterial infection, migraine, arthralgia, fatigue, dizziness, abdominal pain lower, vaginal infection, nausea, dysmenorrhoea, weight increased, headache, nervous system disorder, chest pain and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, arthralgia, back pain, bacterial infection, chest pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, nausea, nervous system disorder, pelvic pain, seizure, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: she never experienced any of these conditions prior to receiving the essure implant. Patient received treatment for chest pain, migraines, fatigue , neuro condition, dental problems, weight gain, pelvic pain abdominal pain, vaginal infection, genital bleeding, dyspareunia (painful sexual intercourse, dysmenorrhea (cramping). Discrepancy noted in essure insertion date (B)(6) 2009. Discrepancy noted in essure insertion date (B)(6) 2009(as per mr) trailing coils- right-5, left-10. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: satisfactory placement of both essure. Bilateral occlusion. That placement went well and everything was good. Lot number: 632025 manufacturing date: 2009/04 expiration date: 2012/04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('heavy bleeding') and seizure ('seizures') in an adult female patient who had essure (batch no. 632025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and low back pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2010, the patient experienced tooth disorder ("dental issues/ dental problems") and vaginal infection ("infection type: vaginal"). In 2013, the patient experienced seizure (seriousness criterion medically significant), migraine ("more frequent and worsening migraines"), fatigue ("fatigue"), nausea ("nausea") and headache ("headache"). In 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("severe abdominal bloating"), back pain ("lower back pain"), abnormal weight gain ("excessive weight gain"), bacterial infection ("bacterial infections"), arthralgia ("joint pain"), dizziness ("dizziness"), abdominal pain lower ("cramping"), nervous system disorder ("neuro condition"), chest pain ("chest pain") and hypersensitivity ("allergy:other"). The patient was treated with levetiracetam (keppra), nabumetone (relafen), sumatriptan succinate (imitrex df), topiramate and surgery (salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, seizure, dyspareunia, abdominal pain, abdominal distension, back pain, abnormal weight gain, tooth disorder, bacterial infection, migraine, arthralgia, fatigue, dizziness, abdominal pain lower, vaginal infection, nausea, dysmenorrhoea, weight increased, headache, nervous system disorder, chest pain and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, arthralgia, back pain, bacterial infection, chest pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, nausea, nervous system disorder, pelvic pain, seizure, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: she never experienced any of these conditions prior to receiving the essure implant. Patient received treatment for chest pain, migraines, fatigue , neuro condition, dental problems, weight gain, pelvic pain abdominal pain, vaginal infection, genital bleeding, dyspareunia (painful sexual intercourse, dysmenorrhea (cramping). Discrepancy noted in essure insertion date (B)(6) 2009. Discrepancy noted in essure insertion date (B)(6) 2009(as per mr). Trailing coils- right-5, left-10. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: satisfactory placement of both essure. Bilateral occlusion. That placement went well and everything was good. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Lot no, reporter was added, rcc updated we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('heavy bleeding') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and low back pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("severe abdominal bloating"), back pain ("lower back pain"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental issues/ dental problems"), bacterial infection ("bacterial infections"), migraine ("more frequent and worsening migraines"), arthralgia ("joint pain"), fatigue ("fatigue"), dizziness ("dizziness"), abdominal pain lower ("cramping"), vaginal infection ("infection type: vaginal"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headache"), nervous system disorder ("neuro condition"), chest pain ("chest pain") and hypersensitivity ("allergy:other") and was found to have weight increased ("weight gain"). The patient was treated with levetiracetam (keppra), nabumetone (relafen), sumatriptan succinate (imitrex df) and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, seizure, dyspareunia, abdominal pain, abdominal distension, back pain, abnormal weight gain, tooth disorder, bacterial infection, migraine, arthralgia, fatigue, dizziness, abdominal pain lower, vaginal infection, nausea, dysmenorrhoea, weight increased, headache, nervous system disorder, chest pain and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abnormal weight gain, arthralgia, back pain, bacterial infection, chest pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, nausea, nervous system disorder, pelvic pain, seizure, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: she never experienced any of these conditions prior to receiving the essure implant. Patient received treatment for chest pain, migraines, fatigue , neuro condition, dental problems, weight gain, pelvic pain abdominal pain, vaginal infection, genital bleeding, dyspareunia (painful sexual intercourse, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2009: results: satisfactory placement of both essure. Bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received patient information, insertion &removal date was added. New event added. Neuro condition, chest pain. Dental problems event deleted. And lab test date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.